Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family reported via phone call that the insulin pump had a or e error code and motor error alarm. The customer¿s blood glucose level was unknown. Customer stated that the buttons were stick and non responsive. Insulin pump was slower to rewind and rejecting the new batteries. The insulin pump will not be returned for analysis.